Manufacturer narrative:
The calcium reagent lot number was 70223501. The expiration date was not provided. Last calibration was performed on (B)(6) 2023 and it was acceptable. Qc recovery was not within range on(B)(6) 2023. The field service engineer (fse) found that the sample probe was bad. The fse replaced the sample probe. A fresh calibrator was put and recalibration of calcium was done. Calibration and qc were performed and they were acceptable. The patient's sample was repeated and the result was normal. The service actions done resolved the issue.

Event description:
We received an allegation aout discrepant results for 1 patient's plasma sample tested with calcium assay on a cobas integra 400 plus analyzer. Initial result: 2.0 mg/dl. Repeat result: 8.9 mg/dl. The very low result prompted the rerun of the result. The repeat result was deemed to be correct. Reportedly, the customer contacted the physician and intercepted the result.